Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It is reported catheter broke off in patient. Event description: material: 400507. Batch#: 2138625. Patient came in for a left knee revision. Anesthesiologist was doing a combined spinal epidural (cse). Epidural catheter tip broke off inside the space. When catheter was removed, the tip wasn't there. Notified manager and surgeon. We did an x-ray and didn't see anything. Surgeon and anesthesiologist decided to proceed with knee revision surgery and will get a neurosurgery consult afterwards.

Event description:
No additional information.

Manufacturer narrative:
Additional information: (b) date of event has since been provided. Investigation results: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.